Manufacturer narrative:
(B)(4). G2. Report source: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient experienced a revision surgery due to broken of ncb plate approximately two-and-a-half-months post implantation. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information no product was returned. Visual examination of the provided picture shows a broken ncb pp plate right after the removal. The plate is in a bloody condition and only one half of the whole plate can be seen on the picture. The fracture of the plate occurred through the middle hole of a three-hole pattern. The reported event can be confirmed. A review of all relevant device manufacturing records and raw material certificate confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. The device has not been returned for evaluation. Therefore, the condition of the component is unknown. Patient factors that may have affected the performance of the component such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.